Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed as it no longer inflated due to fluid loss of an unknown cause. The physician was unable to remove the reservoir and opted to leave it implanted. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cx cylinders with 2.0 rte, pump, and a conceal reservoir with 100ml saline. The device was tested and was fully functioning with no further complications.